Manufacturer narrative:
Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the periosteal elevator 3mm curved blade- straight edge was broken. There was no patient involvement. This complaint involves 1 device. This is report 1 of 1 for (B)(4).